Event description:
It was reported that tandem mobi pump issued cartridge alarm 30 during cartridge loading after caller removed and loaded cartridge before being prompted by mobile app. There was no adverse impact to the customer¿s blood glucose level. Caller removed cartridge, delivered 9-unit bolus as instructed, successfully reloaded original cartridge, and resumed insulin therapy, and customer support educated caller to always wait for app prompt before removing or loading cartridge, after which issue was resolved.